Event description:
International customer reported that a pt presented with a recurrent hernia one year following an initial hernia repair. The pt was returned to surgery. The customer reports that the mesh ruptured in the middle of the cranial edge. No further info was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.